Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced blood loss related to the exeltra dialyzer set. The event was reported as the blood leaked from the fiber and occurred at the very beginning of treatment. The estimated blood loss to the patient was approximately 150-250 ml. There was no medical intervention or hospitalization as a result of this incident. At the time of this report, the patient is recovered. No additional information is available.

Manufacturer narrative:
The actual sample was not returned, however, a companion sample was received and evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The companion sample was visually and functionally tested; the sample successfully primed and passed air leak testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.